Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported a patient had uneventful lasik in both eyes. On one day post-operative visit the patient was noted to have diffuse lamellar keratitis (dlk) in both eyes. The patient had a flap re-lifted the same day. At the next visit two days later, the dlk was resolving. The patient is scheduled for another visit. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Regulatory report attachment was not attached to the previously submitted MDR. The manufacturer internal reference number is: 2020-17807 - attachment: [pr 1550258_fda0036564-2020-0053_18-mar-2020.pdf].

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).